Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20055885. Medical device expiration date: 2023-05-12. Device manufacture date: 2020-05-08. Medical device lot #: 20055888. Medical device expiration date: 2023-05-20. Device manufacture date: 2020-05-08. Medical device lot #: 20055883. Medical device expiration date: 2023-05-09. Device manufacture date: 2020-05-08. Investigation summary: a 2000e-04 product was not available for investigation; however, the customer confirmed that the complaint sample could be from lots 20055883, 20055885 or 20055888. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 20055883, 20055885 and 20055888 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Root cause analysis: it was not possible to confirm the root cause of the reported issue in this instance. Investigation conclusion: previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect.

Event description:
It was reported that ll vlv adpt(stand alone) was occluded on 3 occasions. The following information was provided by the initial reporter: the reported feedback suggests that there is an occlusion. Smartsite are closed and will not prime. On several occasions, clinicians will find a smartsite that will not prime. No set number of incidents have been recoded, it is a reoccuring complaint over the past few weeks. The hospital can not identify it as a batch issue. From the same box of 100, several smartsites will prime without problem, however a few smartsites in the same box will not prime. Lot numbers recorded so far include 20055885, 20055888, 20055883. Packaging kept, not the faulty smartsites. Customer will communicate any further incidents. The customer does not have the samples to provide.